Manufacturer narrative:
Summarized patient outcomes/complications of successful experience of transcatheter residual right-to-left shunting closure after patent foramen ovale occlusion were reported in a research article in a subject population with multiple co-morbidities including patent foramen ovale combined with atrial septal defect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: successful experience of transcatheter residual right-to-left shunting closure after patent foramen ovale occlusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: successful experience of transcatheter residual right-to-left shunting closure after patent foramen ovale occlusion.

Event description:
The article, "successful experience of transcatheter residual right-to-left shunting closure after patent foramen ovale occlusion", was reviewed. The article presented a retrospective, single center study to summarize recent single-center cases to provide insights and references for the secondary intervention of substantial residual right-to-left shunting (rrls) from the atrial level after patent foramen ovale (pfo) closure for more than one year. Devices included in the study were amplatzer septal occluder, amplatzer duct occluder ii, and amplatzer pfo occluder. The article concluded that transesophageal echocardiography(tee) not only helps to improve interventional strategies to reduce residual shunt in primary occlusion but also helps in the screening of patients who are truly suitable for secondary intervention. Atrial septal defect (asd) occluders can be considered as an alternative device for type I rrls. [The primary and corresponding author was yu-shun zhang, department of structural heart disease, the first affiliated hospital of xi¿an, jiaotong university, china, with corresponding email: e-mail: zys2889@sina.com] the time frame of the study was from july 2020 to january 2023. A total of 14 patients were included in the study, of which all received an abbott device. The average age was 49.1 years and the majority gender was female. Comorbidities included patent foramen ovale combined with atrial septal defect.